Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that beginning in 2017 the device seems like it is not working like it did before. The patient was redirected to follow up with their healthcare professional (hcp) and an email was sent to local a manufacturer representative (rep) to follow up with the patient. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
Device code (B)(4) does not apply. Evaluation conclusion code (B)(4) does not apply. Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. The device not working was clarified to mean that the patient has had the stimulator for greater than 4 years, and there have been some changes that needed to be made. The cause of the device not working was determined to be that it just needed some adjusting to. On (B)(6) 2018, the patient met with a manufacturer representative and they made some necessary adjustments to resolve the device not working like it did. There were no further complications reported or anticipated. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates a reportable event.